Event description:
It was reported that there was a poor recording of the ECG (electrocardiogram) and a transit noncaptured pulse, and that there was possibly loss of atrial sensing resulting in far-field r-wave oversensing. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.